Manufacturer narrative:
Revision occurred approximately 252 days after the primary surgery due to dislocation of unknown cause. No actual, implied or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026. All required information was received on 09-jun-2026. Revision occured approximately 252 days after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma was reported. Based on comparing usage forms only humeral cup standard pe/ta6v ø36/+3 was explanted due to dislocation and replaced with humeral cup stability pe/ta6v ø36/+3 and fx v135 humeral spacer ta6v +9mm. Fx v135® humelock stem ta6v ø32/08 l. 120mm cementless ti/ha was not replaced.